Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Pending evaluation. *no information provided.

Event description:
As reported by a clinical study database, approximately 8 years postop an initial right tsa, a two-stage revision was completed due to deep infection causing a failed hemi. Devices removed and an antibiotic spacer was implanted, 1st stage of a planned 2 stage revision. The 2nd stage was completed 2 weeks later and included diagnostic arthroscopy, removal central peg from glenoid bone, debride glenohumeral joint including extensive synovectomy, removal glenoid implant from total shoulder. The surgeon included the following in postop diagnosis: failed hemiarthroplasty, status post removal glenoid, moderate-to-severe superior and medial glenoid wear, near pseudo-paralysis. Patient has history of asthma. The case report form indicates this event is unlikely related to devices and possibly related to the procedure. This event report was received through clinical data collection activities. Devices will not return due to clinical study policies.